Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of compliant: (B)(6). Broken drill inside the patient occurred during operation. The drill didn't broke off in the screw. The surgeon implanted first some screws to fix the plate and during he drilled out the 8th hole, the drill broke in patient's bone. The broken piece is still in the bone and the 8th screw couldn't be implanted.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 5000 digital microscope. Pansonic dmc tz8 digital camera. Mitutoyo cd-15ppx vernier caliper. First we made a visual inspection of the whole drill. Except for the broken tip, we found no abnormalities. In the next step we made a microscopic investigation of the fracture surface. Here we found the typical signs of an intercrystalline fracture, caused by mechanical overload. The length of a proper drill is 150.5 mm according to specification. The complained drill has a length of 137.48 mm. Conclusion and root cause: the root cause for the problem is most probably usage related. Rationale: without further knowledge about the circumstances we assume, that the drill was caught in the edges of the plate, or rather was not applied in the right angle. No CAPA is necessary.